Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and mini arc sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat pelvic organ prolapse, stress urinary incontinence, and symptomatic cystocele and mesh was implanted. It was also reported that the patient had a mini arc (ams) implanted on (B)(6) 2009 due to stress urinary incontinence. It was reported that following insertion, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.